Event description:
It was reported via (B)(6) transmission that the patient's atrial lead exhibited noise that resulted in inappropriate mode switch. The patient mentioned that their heart was beating fast. No intervention was performed. There were no patient consequences.